Manufacturer narrative:
The pump was received with a button error alarm and no button response due to a flattened act keypad dome. Unable to perform functional tests due to the keypad anomaly. The drive support disk was inspected and no anomaly was noted. Unable to verify the bolus wizard complaint or excessive no delivery alarm tests due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection. The reservoir locked in place properly. The reservoir does not pop out on its own.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer also reported that the drive support cap was loose. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that they had low blood glucose of 54 mg/dl and treated with glucose tablets. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.